Event description:
It was reported that, pt got up from a seated position when dislocation occurred.

Manufacturer narrative:
Additional info (including x-rays and medical records) was requested. When completed, the eval summary will be submitted in a supplemental report.